Manufacturer narrative:
The device was returned to olympus for inspection and was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in bf-260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf-260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was foreign material in the port of forceps channel of the bronchovideoscope. This occurred during reprocessing. There was no patient involvement.